Event description:
It was reported that the recharger was not recharging the implanted neurostimulator very good. Patient stated that last night they went to charge the implanted neurostimulator and it went through everything and found the device and checked the settings and it was saying recharging with excellent quality. After a while all it said was recharging and the excellent quality was not there. Patient mentioned that this has happened several times before and that sometimes they can just move the cord a little bit and then the excellent pops back up in there but last night the recharging word disappeared off the screen so patient restarted recharging and it goes to process of finding the device and checking the recharge quality and they got no device found. Patient confirmed ins did not charge again. Patient also mentioned that the part that clicks on the recharger was getting quite warm or almost hot to touch when they charges the ins. When asked for event date patient mentioned noticing this issue 2 or 3 weeks ago. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.